Event description:
It was reported that while using the bd facslyric¿ that there were small puddle under instrument and it appears to be a continual slow leak. The following information was provided by the initial reporter: small puddle under instrument. Appears to be a continual slow leak. Was the leak fluid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of fluid under pressure? No. What was the fluid that leaked? Bio-hazard. Did biohazard leak before or after waste line? After wasteline. Was the waste mixed with decontamination or bleach? No. Was the customer/bd personnel physically in contact with the fluid? No. Physical contact includes: clothing, skin, mucous membrane (e.g. Inhalation), and non-intact skin."

Manufacturer narrative:
Initial reporter addr 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary scope of issue: the scope of issue is only limited to facslyric 3l12c instrument usivd, part # 663518 and serial # (B)(6). Problem statement: customer reported a complaint regarding a small puddle under the instrument (B)(6) 2022. This poses the risk of harming or injuring the customer due to contact with the fluid. The instrument was repaired and found to be functioning as expected. Neither the customer nor any patients was harmed due to this issue. ¿ manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 14nov2021 to 14nov2022. ¿ device history record (DHR) review: DHR part # 663518, serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ complaint history review: there are 20 complaints related to the issue of fluidic - leak; date range from (B)(6) 2021 to (B)(6) 2022. ¿ returned sample analysis: a return sample was not requested because part replaced is not returnable. ¿ service history review: review of related work order #: (B)(4), case # (B)(4) install date: 04nov2019 defective part number: n/a work order notes: ¿ subject / reported: small puddle under instrument. ¿ problem description: small puddle under instrument. Appears to be a continual slow leak. ¿ work performed: replaced the quick disconnect fitting (non stock item) from the fluidic bucket to the umbilical cord to the waste tank. ¿ cause: the fitting was cracked and leaking into the instrument but then dripped under the instrument. ¿ solution: replacement of the fitting resolved the reported problem. ¿ parts replaced : n/a ¿ risk analysis: risk management file part # 10000063058ra, rev. 08/vers. Ab, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes no o azure ID: (B)(6) o ID: libivd-ra-61 2.1.6 o hazard: exposure to biological sample. O cause: back drip from injection port (sit). O harmful effects: harm to operator. (Exposure to stained sample). O probability: 1 o severity: 3 o risk index: 3 ¿ potential causes: based on the investigation results, the potential cause for the small puddle under the instrument was a continual slow leak due to a cracked fitting ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the potential cause for the small puddle under the instrument was a continual slow leak due to a cracked fitting the customer reported a complaint regarding a small puddle under the instrument. The field service engineer (fse) confirmed the issue and noted that the fitting was cracked and leaking into the instrument and then dripped under the instrument. To resolve the issue, the fse replaced the quick disconnect fitting from the fluidic bucket to the umbilical cord to the waste tank. This resolved the issue, and the instrument is confirmed to be functioning as expected. Although the leak was biohazardous waste, there was no skin contact with the fluid. No user was harmed or injured as a result of the leak. As a troubleshoot recommendation, proper daily and monthly cleaning procedures can be found under ¿maintenance¿ also in the bd facslyric¿ clinical system instructions for use, # 23-19938-02 rev.01, vers. A on page 165. The safety risk of this hazard has been identified to be within the acceptable level. ¿ conclusion: based on the investigation results, the complaint was confirmed and the potential cause for the small puddle under the instrument was a continual slow leak due to a cracked fitting. The customer reported a complaint regarding see a small puddle under the instrument. The fse confirmed the issue replaced the quick disconnect fitting from the fluidic bucket to the umbilical cord to the waste tank. This resolved the issue, and the instrument is confirmed to be functioning as expected. Based on the investigation results a CAPA is not required because the issue was resolved and there was no impact to customer and patient health or safety. ¿ supporting document: n/a

Event description:
It was reported that while using the bd facslyric¿ that there were small puddle under instrument and it appears to be a continual slow leak. The following information was provided by the initial reporter: small puddle under instrument. Appears to be a continual slow leak. 1. Was the leak fluid or air? Liquid 2. Was the leak contained within the instrument? Not contained 3. Was there spray of fluid under pressure? No 4. What was the fluid that leaked? Bio-hazard 5. Did biohazard leak before or after waste line? After wasteline 6. Was the waste mixed with decontamination or bleach? No "7. Was the customer/bd personnel physically in contact with the fluid? No physical contact includes: clothing, skin, mucous membrane (e.g. Inhalation), and non-intact skin."